Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 failed and the keyboard was constantly connecting and disconnecting from the station. A field service engineer (fse) swapped the drawer with a machine that was currently not in use, and the drugs were reloaded into the station by pharmacy. Then the keyboard was replaced and the fse also noticed some letter on keyboard cover was gone and replaced the keyboard cover. Further the fse found that the battery was corroded due to spilled medication that leaked through the keyboard went down into the battery. Fse replaced the battery and wire. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es repeated shutdowns occurred, the keyboard was unresponsive, and multiple drawers were failing. The customer reported that these issues delayed the ability to provide medications to patients in the emergency department and requested machine replacement due to chronic failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.